Event description:
It was reported that the patient was instructed by their follow-up clinic to go to the emergency room. A transmission noted the right atrial (ra) lead triggered a warning for high threshold, possible loss of capture, and low impedance. The patient was admitted to the hospital for observation. Reprogramming was to be performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).